Manufacturer narrative:
Continuation of d10: product ID 8709sc, serial# (B)(6), implanted: (B)(6) 2012, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 05-sep-2014, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug via an implantable pump for spinal pain indications for use. It was reported that a dye study was done but he did not know the results of that. He was told today there would be a catheter revision along with the pump replacement but he did not know the details. Additional information was provided from a healthcare provider via a company representative stated that the pump was replaced due to reaching the end of its service. Following a dye study, it was found that the catheter was unable to aspirate. The cause of aspiration issue was unknown. The catheter was replaced, and the old catheter was discarded. No symptoms were reported during the event. The issue was resolved. The event date was unknown.